Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument broke into multiple pieces.

Manufacturer narrative:
The ratcheting screwdriver shaft is broken. Examination of the returned product confirmed the reported event. A search of the complaint database did find other reports against the product and lot combination. The investigation identified design improvements to alleviate this issue and further bolster the durability of this instrument were established through (B)(4) in january 2011. The returned item was manufactured prior improvements. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.